Event description:
It was reported that the customer had an error alarm. The customer blood glucose level was 150 mg/dl. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was unable to perform displacement test due to blank display noted. Also unable to verify a39 due to blank display noted. Tested with a test battery cap and unit powered on properly but the blank display was due to damaged (bent) battery cap (p) contacts. Minor scratches on display window, cracked reservoir tube lip scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.